Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating the failure of the outlet pressure sensor. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, a non-reportable program execution error code was found in the device's error log. The pca needs to be replaced to resolve this error as well. No repairs were performed. The device will be scrapped per the customer's request.

Manufacturer narrative:
DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This device bipap a30 was manufactured 04/11/2012 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.